Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number for each patient? Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: doi: https://doi.org/10.1097/ju.0000000000000517. (B)(4).

Event description:
Title: tension-free vaginal tape surgery versus polyacrylamide hydrogel injection for primary stress urinary incontinence: a randomized clinical trial the authors evaluated whether polyacrylamide hydrogel is non inferior to tension free vaginal tape to treat women with primary stress urinary incontinence. In this controlled non inferiority clinical trial patients with primary stress urinary incontinence were randomized to tension-free vaginal tape (104 patients; age range: 42 to 57 years old; bmi: 22 to 26) or polyacrylamide hydrogel treatment (108 patients; age range: 42 to 60 years old; bmi: 22 to 27). During the procedure in the tvt group, the authors used a gynecare tvt exact (ethicon). Briefly, the tvt was inserted with the patient under local anesthesia using 70 to 100 ml 0.25% prilocaine with epinephrine. In the tvt group, reported complications included hematoma (n-7) which required reoperation in 1 patient, bladder perforation (n-7), acute urinary retention (n-10), vaginal tape extrusion (n-3), retention (n-3) which required reoperation, urinary tract infections (n-7), vaginal tape erosion (n-4) which required reoperation in 2 patients, pelvic/implantation site/tape pain (n-5), dysuria (n-3), post void residual urine (n-1), difficulty emptying bladder (n-9), and de novo urgency (n-6). It was reported that after the 1-year follow-up, women with tvt reported better satisfaction and, thus, pahg did not meet the non inferiority criteria set in the study. While tvt treatment provides higher satisfaction and cure rates than pahg, complications were almost exclusively associated with tvt. Since most pahg treated women also reported high satisfaction and were objectively cured, women with primary sui can be offered pahg as an alternative therapy with subsequent tvt in the event of failure. However, in women who expect to be completely cured by the initial treatment and who are willing to accept the complication risks, tvt should be offered as first line treatment.